Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, an ilet user experienced a low blood glucose (bg) event during dialysis. The ilet pump had been removed for the dialysis session. Their bg dropped to 50 mg/dl (measured by the hospital, while the dexcom g7 read 70 mg/dl). The user was mentally altered and unable to stabilize their bg independently, requiring emt assistance to be transported from the dialysis facility to the hospital. The user was admitted for glucose management, receiving antibiotics and a dextrose bag. The user was discharged from the hospital on (B)(6) 2025 and was then transferred to an outpatient facility for continued infection treatment. The user plans to reset the pump once discharged from the outpatient facility, expected on (B)(6) 2025.